Manufacturer narrative:
Submit date: 6/7/2017. Based on additional information received from the customer, has been updated to reflect the correct reported issue. It has been updated from "the enteral feeding pump over infuses" to "the customer states that there was a bad charging port in the rear of the device. It was tested with a good charging cable and discovered to have a poor contact to charge the battery." Based on the updated information, the complaint is deemed a non-reportable malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that there was a bad charging port in the rear of the device. It was tested with a good charging cable and discovered to have a poor contact to charge the battery.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of a bad charging port. The unit was triaged and the reported issue was confirmed. The root cause of reported condition was due to the battery not charging due to a bad contact. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 6/6/2017.

Event description:
The customer states that the enteral feeding pump over infused. There was no patient involved.